Event description:
It was reported that when using the bd pyxis¿ es server, had received report from surgery that all the anesthesia carts running very slowly and laggy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the station carts were running slowly. The technical support specialist (tss) dialed into the server and anesthesia station. Verified login functionality, server communication, and network connectivity, no issues found. Customer reported slow login with significant delay before fingerprint screen across all anesthesia carts. Tss dialed into one of the anesthesia stations, restarted stations per knowledge article station slow login netbios and issue persisted. Tss dialed into another station and restarted the station as per the same knowledge article station slow login netbios, but the issue was not resolved. Checked network adapter settings changed to 100 mbps half duplex, memory usage was 79%, disabled netbios using the knowledge article station slow login netbios, and reviewed medapp logs showing authentication delays. No error code found and carts running es 1.7.4. Admission inactivity days set to 10 below default 60. Authentication latency appears linked to domain controller wchad1.wch.local. Advised customer to engage hospital information technology team to investigate network-related factors. Customer will create a new case when available. So, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, had received report from surgery that all the anesthesia carts running very slowly and laggy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.